Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4): device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The selective common gas outlet was replaced to resolve the issue.